Event description:
A malfunction was reported on the customer¿s pump, but there were no notable events preceding it. The customer's blood glucose level did not exceed 500 mg/dl, and it was not adversely impacted. The customer performed a pump reset before contacting technical support, which decided to replace the pump. The customer will continue using the current pump or mdi as needed until the replacement arrives. They were guided on storage procedures and returning the faulty pump within 10 days. The customer received instructions on actions to take once the replacement arrives and acknowledged all guidance provided.